Event description:
The facility reported to international affiliate that the pressure set was in use since 2008 on the patient. Spontaneously, the luer lock stopcock detached from the tubing about five days later. It caused a haemorrhage for the patient. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly, in question, is a561 and manufactured by smiths medical asd. The assembly is incorporated into the finished product by our international affiliate. The finished product is further assembled, packaged and sterilized by smiths medical international. The reporter indicated that the sample was unavailable for return. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. No additional action is necessary at this time. Smiths considers this MDR closed with this report.